Event description:
The hcp reported "unwitnessed seizures, elevated cardiac enzymes, nausea, vomiting and weakness. The hcp reported that the pump was filled with morphine sulfate on 8/23/06. Dose and concentration are unk. The expected reservoir volume was 0.2 ml. The low reservoir volume was set at 2.0 ml. The low reservoir alarm date was 8/23/06. "Although we did not fill her pump, it appears her pump was allowed to run dry". No pt treatment/intervention was required/performed. The pt recovered without sequela.